Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It reported that the device had a damaged sensor. The event occurred during infusion, unknown delay in therapy, and there was unknown physical damage reported. There was patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
D9: device received on 7/11/2024. One device was returned for repair. This device has not been serviced in the past. Physical evaluation of this device has scratched lcd lens, damaged downstream occlusion (dso) seal and worn upstream occlusion (uso) seal. No evidence was found in event history log. The reported problem of damaged sensor was verified by visual and functional testing. The cause is a scratched dso sensor. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.